Event description:
Information was received from the patient¿s friend/family member regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a new pain in their tailbone and they wanted to meet with a manufacturing representative (rep) for adjustments. It was stated that the stimulation was working for the pain in their back, which was what the patient was implanted for as their pain was normally between their waist and tailbone, but now the patient had developed a new pain. The called talked to a healthcare professional and they told them to contact the manufacturer for adjustments. They were redirected to follow-up with the rep as they had the rep¿s name and card. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.